Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient experienced no flow and expired. The target lesion was a chronic total occluded (cto) lesion located in the mid-left anterior descending (lad) artery. The physician used a bmw crossing wire to access the lesion and then exchanged that for a csi coronary viperwire guidewire. A csi coronary orbital atherectomy device (oad) was then loaded onto the guidewire. The physician completed three runs at low speed for a total run time of 105 seconds. Post-atherectomy angiography revealed no flow in the lad artery and the patient blood pressure began to drop. The physician placed a stent at the site of the dissection, but the patient became hemodynamically unstable. Chest compressions and additional emergency measures were taken, but the patient expired in the lab.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.